Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warm up issue; restart during session. Product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that there was a warm up issue; restart during session. Data was provided for investigation. Confirmation of the complaint was undetermined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).